Event description:
Pt was to receive tpn overnight. Education/operator error was discovered after 2 full cycles were missed due to omission of the dual reset of the res vol screen and the infusion screen. Potential for dehydration secondary to missed dose. "Reminder" label was on pump regarding the dual reset.